Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2025. The infusion set fell off during use. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.